Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -2.24% , without claves, the accuracy reading was 0.15%., with the walkmed bag the accuracy reading was -6.14% , the mod test was -0.34%, and the bench test accuracy reading was -3.6% .there was no patient involvement.